Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report state that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The patient reported a newly developed reddened area around the stoma. The patient further reported the area appears to be a bumpy rash with "whiteheads" and is "very painful." The patient is currently using barrier powder/wipe combination during device application. No further information was reported.